Event description:
Rapid onset of deflation of left breast implant. "Upon surgical removal, no apparent cause for deflation or evidence of mass of other problem." Surgeon has implant in his possession.